Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all buttons on the keypad of the pump are not responding. This issue was first observed today. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/10/2013 device evaluation:the pump has been returned and evaluated by product analysis on 08/21/2013with the following findings:there was no visible damage found to the keypad. The keypad buttons responded to button presses as expected. The keypad was removed and no damage or contamination was found to the button key contacts. Unrelated to the complaint, moisture was found behind the display lens. A leak test determined that the pump case was leaking due to the cracked case.